Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmes that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
During a cardio-pulmonary bypass procedure, the perfusionist observed blood dripping from the bottom of the oxygenator. The bypass surgery continued as the leak was slow and blood loss was minimal, however, the perfusionist changed out the oxygenator after approximately 40 minutes as a precaution. The procedure was completed successfully with no reported harm or injury to the patient.